Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-02543. It was reported the patient lost stimulation. Surgical intervention was undertaken and the lead was found to be fractured and had pulled out of the ipg header. Both the lead and ipg were explanted and replaced.